Manufacturer narrative:
Investigation revealed that there was no system malfunction. It was reported that an implant at l3 was misplaced laterally during an intra-operative procedure. An investigation into the case revealed that the root cause was that the intra-operative CT was acquired with an out-of-calibration e3d system. After a site visit by a globus medical field service representative, further discussions revealed that the e3d was out of calibration. This can lead to registration shifts and navigational accuracy issues when placing implants. Ultimately, the user opted to remove the misplaced implant, and no adverse effect to the patient was reported. This evaluation has been completed via associated case logs, and there are no associated work order or part returns. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained, and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, all screws were lateral, despite l3 obviously being lateral. We are now leaving that screw out and hoping for unilateral fusion at that level.